Event description:
The customer contacted physio-control to report that their device would not detect the defibrillation therapy cable. When attempting to charge the device with the defibrillation therapy cable connected to a defibrillation analyzer, a connect cable message was observed. Without proper recognition of the cable, the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). It was later confirmed by the customer, a hospital biomed, that an internal connector was not fully seated in its connector receptacle. It was observed that plug p23 of therapy connector cable, designator w11 was not locked into place on connector j23 of the therapy pcb assembly. After reseating the connector proper device operation was observed through functional and performance testing and the device was returned to the customer for use.